Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 400 mg/dl, and the blood glucose value was 300 mg/dl. The sensor glucose and blood glucose difference is 70 mg/dl. The customer reported infusion set tubing detachment. The customer had experienced hyperglycemia and was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-431ak, mmt-7040a, and mmt-342. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. Troubleshooting was performed for the infusion set tubing detachment, and the pump was not dropped with the set connected to the body. No further patient complications were reported. No product return is required for mmt-1884, mmt-431ak, mmt-7040a, and mmt-342.